Manufacturer narrative:
Device evaluated. Additional information: device return the pipeline push wire was returned for evaluation. As received, the pushwire appeared to be separated into two segments (distal and proximal); the separation appeared to be proximal to the proximal bumper. The coating of the pushwire length was examined; coating delamination was observed in both the proximal and distal segments in multiple locations. Based on analysis findings and the reported event details, the report of pipeline push wire separation was confirmed. The cause for the separation is appeared to be consistent with torsional overload. Based on the analysis, it is possible the push wire was rotated more than the recommended ten times, which may have subsequently caused the push wire to become separated. In addition, it is possible that the patient¿s extreme vessel tortuosity and user error may have contributed to the reported issues. The pipeline was advanced despite resistance and extreme vessel tortuosity. Per pipeline instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the microcatheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Never rotate the delivery wire more than 10 full turns.¿ the lot history record of the reported lot number showed no quality issues that might have caused the reported event. All devices are 100% inspected for damage and irregularities during the manufacturing process.

Event description:
Medtronic received information that the pipeline device had resistance during advancement due to the patient's extreme vessel tortuosity.

Manufacturer narrative:
The pipeline remains in the patient and the push wire has not been returned for evaluation. Off label use: in this event the pipeline device was used to treat a ruptured blister aneurysm. According to the pipeline embolization device (ped) instruction for use: the pipeline¿ embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Additionally, the pipeline device was not sized correctly. The 4.75mm pipeline was attempted to be implanted in a 4 mm target vessel. Per pipeline IFU: "choose a ped with labeled diameter that approximates the target vessel diameter.

Event description:
Medtronic received report of pipeline push wire break during a procedure. Three days prior, the patient underwent implantation of a flow diversion device to treat a recently ruptured blister aneurysm located near the internal carotid artery (ica) terminus. Follow up imaging showed continued aneurysm growth and the patient needed to undergo retreatment. Proximal and distal landing zone artery size was approximately 4mm. The patient's anatomy was reportedly severely tortuous. All devices were prepared and used as per IFU. During retreatment, a pipeline was navigated into the proximal m2. It was reported that during rotation of the push wire to facilitate detachment, the push wire inadvertently detached at the proximal bumper. It was not reported how many times the push wire was rotated. The physician made multiple attempts to retrieve the device using multiple retrieval devices, but was unsuccessful. The pipeline device remains in the patient's ica to m1 with the push wire attached; both bumpers are covering the braid proximally and distally. The patient has since experienced some ischemics infarcts beginning immediately post-procedure. The patient underwent tracheostomy and percutaneous endoscopic gastrostomy. It was reported that the patient has movement in all four limbs. No further treatment is planned at this time.